Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up and displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections b5, d1 updated, d4 model number updated, d4 catalog number removed, d4 primary UDI number updated and h6: medical device problem code. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report for no power up was not replicated or confirmed. The device was put through extensive testing including bench handled, defib cycled, environmentally stressed, power cycled and functionally stressed without duplicating the report. For customer report related to device does not power on, the investigation is closed as no fault found. The customer's report for defib disabled message, the issue was duplicated and attributed to a defective transformer on the pace/defibe engine board. The pace/defib engine board was replace to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.